Event description:
It was reported that post-implant, the right ventricular (rv) lead exhibited a low out-of-range impedance. The rv lead remains implanted, and unknown if any intervention was performed. There was no patient adverse health reported.

Manufacturer narrative:
Voluntary medwatch mw5120267.